Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.